Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) exhibited post-sensed t-wave over sensing led to false positive tachycardia episodes. The icm was reprogrammed. The patient was stable throughout.

Event description:
New information received that the implantable cardiac monitor (icm) was explanted on (B)(6) 2026.

Manufacturer narrative:
Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. The reported event of over-sensing was not confirmed. The device was received above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further analysis, including sensing test, were performed and no anomaly was found. Longevity assessment was performed, and the device was within normal range of operation.